Event description:
The customer reported to philips that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The serial number initially reported was for the defibrillator.